Manufacturer narrative:
A getinge field service engineer (fse) had arrived on the site and evaluated the unit and after that fse had also confirmed that there is a "power up failure code # 3". Than the fse had replaced the scroll compressor,as the manual suggest from which the vacuum stabilizes above -150 within 30 seconds. Than the fse also replaced the safety disk as a part of preventive maintenance than the system was being fully calibrated and the unit was being tested. The product had passed all functional/safety testing. The unit was returned to the customer. There was no involvement of the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) unit has a power on test failure due to error code #3. There was no patient involvement.